Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose. No blood glucose reading was reported for the event. The mother was unable to troubleshoot during the phone call, but she stated that the dr felt the insulin pump malfunctioned and should be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.